Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid and battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Section d9, product available to stryker of initial medwatch report indicates: outside united states facility. Section d9, product available to stryker of initial medwatch report should indicate: no. Section d9, product returned to manufacturer on of initial medwatch report indicates: 03/31/2025. Section d9, returned to manufacturer on of initial medwatch report should indicate: blank. Section h3, device returned to manufacturer of initial medwatch report indicates: yes. Section h3, device returned to manufacturer of initial medwatch report should indicate: no. Section h11, additional mfg narrative of initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device¿s lid and battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Section h11, additional mfg narrative of initial medwatch report should indicate: the customer received a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Section h6, method code of initial medwatch report indicates: testing of actual/suspected device. Section h6, method code of initial medwatch report should indicate: device not returned. Section h6, results code of initial medwatch report indicates: testing of actual/suspected device. Section h6, results code of initial medwatch report should indicate: no findings available. Section h6, conclusion code of initial medwatch report indicates: cause traced to component failure. Section h6, conclusion code of initial medwatch report should indicate: cause not established.